Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an intraocular lens (iol) had a complication with a case, where the bag was compromised and was not stable enough for implantation of a one-piece iol, therefore, the lens was not implanted. No other information was provided.

Manufacturer narrative:
Corrected data: further information was provided and reported that there was no patient contact. The compromised bag, the patient had a zonular loss, was observed prior to patient contact. Therefore, there was no issue with the product. The lens was discarded. This file is no longer considered a reportable event. No other information was provided. The following sections have been updated accordingly: section h6: health effect: impact code: 2645 no patient involvement. Section h6: health effect - clinical code: 4582 no patient involvement / no harm : no adverse event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.